Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received tightly coiled in a plastic bag. A gore introducer remained on the distal end of the delivery catheter system (dcs). One stop cock remained attached to the stability shaft purge tube. The handle appeared intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to the fully advanced and retracted positions and locked in place when released. The distal tip of the capsule was flush against the plunger tip when fully advanced. Several kinks or telescoping were observed along the capsule between the proximal and distal ends. A kink was observed on the proximal end of the capsule. Tiny stress marks were observed on the distal tip of the capsule along the radiopaque marker band. A kink, observed on the proximal end of the inner member, coincided with the proximal kink on the capsule. The kink might have been the result of the receipt condition. Conclusion: there were no finding to suggest a device quality deficiency that may have contributed to this event.

Manufacturer narrative:
Product analysis: no product returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an iliac artery dissection occurred when the delivery catheter system (dcs) was removed from the patient. A stent was placed to treat the dissection. It was reported that the clinical result was good following the procedure. It was reported that the vessels were heavily calcified and the iliac artery was tortuous as well as calcified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.